Manufacturer narrative:
One medfusion pump was received with the front corner of the top case chipped. The event history log was received and there was a "battery not working alarm" in the history. Start-up test and inspection were conducted. The reported battery not working message was received during start up. The interconnect board was bad and was unable to perform power point. The issue was caused because the main board was not uploaded from bottom case; the software was 5.0.0. The interconnect board and main board were replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical medfusion pump's battery was not working and needs an interconnect board. There was no patient involvement when the issue was discovered.